Event description:
Event description guidant received information that that out of the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.0v. The device will be returned for analysis.